Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on (B)(6) 2017 reported the patient's weight was unknown. No further c omplications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. No longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving bupivacaine 25mg/ml for a total dose of stopped pump mode and unknown morphine 25mg/ml with a total dose of stopped pump mode via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported a motor stall was seen at initial interrogation. It was unknown if the patient recently had a magnetic resonance imaging (MRI). It was stated that the pump had a motor stall on (B)(6) 2016 and the pump was programmed to stopped pump mode at the time. The healthcare professional used oral medication and then decided to wean the patient off the oral medication and see how the patient did. The dosing the patient was on at the time of the motor stall was unknown. They decided to explant the pump now and restart intrathecal therapy. The pump status and/or event log reported a motor stall occurred and was an active motor stall. It was noted that the pump was replaced today ((B)(6) 2017) and the manufacturer representative was sending the pump back to manufacturer for analysis. No symptoms were reported. Event date was noted as (B)(6) 2016. It was later reported the cause of the motor stall was not determined. The patient's weight was unknown. It was also noted the patient's pump was replaced and the patient was back on targeted drug delivery (tdd) receiving morphine 1mg/ml for a total dose of 0.2mg/day. No further complications were reported/anticipated.